Manufacturer narrative:
(B)(4). Final analysis found that the lead was returned in two pieces. Visual examination revealed that the insulation was abraded at 8.5 cm -10.3 cm, 11.8 cm - 12.6 cm and 13.5 cm - 13.9 cm from the connector pin, exposing the outer coil. One filar of the outer coil was fractured and melted at 8.5 cm to 10.3 cm. The abrasions were consistent with exposure to constant friction against another implantable device. The damages found likely resulted in the reported sensing anomaly. (B)(4).

Event description:
It was reported that the right atrial lead exhibited an insulation anomaly and undersensing. The lead was explanted and replaced. The patient's condition was good at all times.